Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, low, out of range pacing lead impedance was observed. The physician removed and reinserted the lead several times, but the low impedance persisted. The physician elected to remove the device and implant another device instead and the lead impedance was normal.

Manufacturer narrative:
The reported field event of right ventricular pacing impedance was confirmed in the laboratory. The device was tested on the bench and the pacing impedance was below acceptable parameters. Defibrillation impedance testing and visual inspections were normal. The cause of the low impedance was suspected to be a leakage path in the sensing circuitry.